Event description:
It was reported that the pump was delivering chemotherapy vtbi 250 ml over 46 hours when an air-in-line alarm sounded. When the patient returned to st vincent¿s private hospital northside, the program showed 10.2 ml remaining at a rate of 5.4 ml/hour. The reservoir was empty, and air was detected in the line. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg : 6/27/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.